Manufacturer narrative:
Date of event: exact date unknown, event occurred years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery was not holding a charge, and therefore underwent an ipg replacement procedure. The patient was doing great postoperatively, and explanted ipg was kept by medical facility.